Event description:
Reporting status: serious injury - medical intervention/permanent impairment. Reporting rationale: stent implanted in unintended site. Device issue: stent dislodgement. It was reported that after pre-dilatation, several attempts were made to cross the distal portion of the lesion with the 2.5 x 23 mm promus stent delivery system. The stent dislodged from the sds and floated down distal and lodged itself into the calcified proximal part of the lesion. Another company's 2.5 balloon was able to re-capture the stent and deploy the stent just proximal to the lesion. The procedure was abandoned after the stent was deployed. There were no other complications. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - the inability to cross a lesion can be affected by numerous factors. Based on the info received with the complaint, the inability to cross appears to be related to the heavily calcified, 80% stenosed, and mildly tortuous lesion. Stent dislodgement can be influenced by many factors, including, but not limited to, interaction with the lesion and accessory devices. The pt anatomy may have contributed to the reported stent dislodgement. Furthermore, multiple attempts to cross the lesion may have affected stent attachment. The reported failure to advance and stent dislodgement were likely a result of the procedural circumstances and pt anatomy or disease state.